Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There was a hypotube kink at 56cm from the strain relief. There was a separation in the hypotube at 87.5cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen. The rapid port exchange was damaged, and the balloon was tightly folded with blood and contrast present in the balloon folds. Photo reviewed depicted separation to the device which aligns to the separation found in product analysis. The damage to the device is consistent to what can occur during the procedure or an interaction with patient characteristics.

Event description:
Reportable based on device analysis completed on 01-mar-2022. It was reported that the device was damaged. A 3.5mm x 8mm quantum maverick balloon catheter was selected for use. However, after unpacking, it was found that the device was damaged and could not be used. No patient complications were reported and the patient status was stable. However, device analysis revealed a hypotube separation.